Event description:
It was reported that the pump was replaced (B)(6) 2011. The patient remained hospitalized following surgery. Sometime during the night of (B)(6) 2011, the patient experienced an overdose and respiratory arrest. A pump programming error was noted. The dose was entered as 4500 mcg/day and should have been 450 mcg/day. The error was identified and the dose was reduced to 96 mcg/day. As of the time of the report, the patient's status was "improving, responsive and being monitored in the ICU". Per the reporter the healthcare professional gave the patient "10 times the normal dose". The patient was on life support for 3 days. It was later reported that the patient presented with apnea in the recovery room. The patient "was having respiratory issues later and they ventilated". The hcp decreased the dose to minimum rate; 2 days later the hcp increased the pump dose to the previous therapeutic dose for the patient of 450 mcg/day. The patient was extubated. As of the date of the report, the patient was doing well and was "back to how she was". The drug in the pump was lioresal.

Manufacturer narrative:
Catheter model# 8709, lot# j55542r22, implanted: (B)(6) 2005, explanted: unk.